Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC kinked at the 25cm mark in the axillary area, and had to be removed. The kink was noticed a week after it was placed. Was infusing ok for the week, then it completely stopped, and the line had to be removed. It was mentioned patient had slept on her side the night before. The kink was visible on x-ray of arm. -were there any challenges during the placement? If it was difficult to thread during placement, there is a chance that multiple advancement attempts or having encountered a barrier repeatedly could have created a bit of kink memory in the catheter. Had to pull back a couple of cm after insertion, but x-ray looked good."

Event description:
It was reported that the PICC kinked at the 25cm mark in the axillary area, and had to be removed. The kink was noticed a week after it was placed. Was infusing ok for the week, then it completely stopped, and the line had to be removed. It was mentioned patient had slept on her side the night before. The kink was visible on x-ray of arm. -were there any challenges during the placement? If it was difficult to thread during placement, there is a chance that multiple advancement attempts or having encountered a barrier repeatedly could have created a bit of kink memory in the catheter. Had to pull back a couple of cm after insertion, but x-ray looked good."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr dl powerpicc catheter were provided for evaluation. The first photo sample shows a close up view of the catheter shaft from the 18 cm to the 40 cm depth marker. The catheter is curved, and a kink is visible near the 26 cm depth marker. The second image shows an overall view of a 4 fr dl powerpicc catheter. The kink in the catheter shaft appears to be present in the same location shown in the first image. The catheter properties could not be inspected from the images provided. Based on the description of the reported event and photo samples provided, possible contributing factors include placement location and catheter securement. Since the kink was observed to be present on the catheter, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were abundant throughout the sample. A permanent kink impression was observed at the 33cm depth marking. Biological residue consistent with fibrous tissue encapsulation was observed around the catheter shaft just proximal of the kink. The catheter kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the kink site revealed material buckling and discoloration in the vicinity of the kink. Inspection of the biological residue confirmed that it appeared consistent with fibrous tissue. The kink impression and preferential kinking were consistent with the catheter becoming sharply kinked. The abundant use residue suggested that kinking occurred either during or following device placement. The fibrous encapsulation suggested that constraint of the indwelling catheter may have contributed; however, an additional unidentified factor(s) may have also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of reen3381 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reen3381) have been reported from the same facility.

Event description:
It was reported that the PICC kinked at the 25cm mark in the axillary area, and had to be removed. The kink was noticed a week after it was placed. Was infusing ok for the week, then it completely stopped, and the line had to be removed. It was mentioned patient had slept on her side the night before. The kink was visible on x-ray of arm. -were there any challenges during the placement? If it was difficult to thread during placement, there is a chance that multiple advancement attempts or having encountered a barrier repeatedly could have created a bit of kink memory in the catheter. Had to pull back a couple of cm after insertion, but x-ray looked good."